Event description:
It was reported that the tool to sweep the ground was kicked up, and the handle strongly hit the side of the pt's head. After that, he was no longer able to hear with his device. Testing showed that the device has malfunctioned. The pt was reimplanted in 2009.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.